Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: investigation summary the product has not returned to j&j medtech orthopaedics, however a photo was provided for evaluation. ¿ visual inspection of the returned photo found the red trigger was in the completely activated position without being manipulated. The trigger condition could be traced to broken condition. No other anomalies were noted. The overall complaint was confirmed as the observed condition of the truespan 12 degree peek would contribute to the complained device issue.¿ ¿ based on the investigation findings, the potential root cause for the broken trigger can be traced to procedural variables, such as handling of the device or product interaction during procedure, it is not unreasonable that during the procedure a portion of tissue blocked the applier needle causing a mechanical obstruction during deployment; this obstruction and the force applied to the trigger are contributive factors of the broken trigger. As per instructions for use (IFU), it is necessary to use a calibrated probe, measure the width of the meniscal tissue to be repaired and set the adjustable depth. Also, it is important to fully squeeze the red deployment trigger while maintaining depth positioning to deliver the first implant. The implant is fully deployed when you hear an audible ¿click¿. Fully release the trigger after deployment, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that during a meniscal repair surgical procedure with the all-inside technique using the truespan 12 degree peek suture device, the guide cannula was positioned, through which the suture implant applicator handle was slid until it passed through the meniscus and the trigger was pulled. When performing this step, an unusual sound was heard resulting in the trigger not working. It was observed that the trigger got stuck and could not be pulled again. The position of the suture implant was checked, but it was not possible to determine its position since, when removing the needle from the meniscus, the suture thread has broken. It was reported that it was also not possible to determine whether the initial suture implant remained implanted, as it was not visible in the clamp, and because it is anchored to the capsule, its position could not be determined by palpation or direct vision. However, it was confirmed that the suture implant did not remain intra-articular. It was reported that the clamp was removed from the joint, and during an initial assessment, it was found that there were thread remnants inside the clamp. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. Correction e1: please note that the name and address of the account has been updated.